Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient died. The long target lesion was 3.5mm to 2.5mm in vessel size, the highly calcified lesion was located in the left anterior descending artery (lad). The lad had some tortuosity with a highly tortuous area on the mid and distal portions. A 1.25 rotablator burr was selected for use in the entire artery. The device was used with no decelerations during the case. The burr was removed and it was observed that pressure was reduced. Imaging was performed and a perforation was noted in the mid distal portion of the vessel. Ballooning was completed and tamponade was observed. A covered stent was advanced to cover the area, but the stent was not able to be delivered and became lost in the middle portion of the vessel. The perforation was unable to be stopped and the patient died during the procedure.